Event description:
A report was rec'd that a pt underwent a pocket revision procedure due to discomfort at the pocket site. During the procedure, the ipg was electively replaced. The pt is reportedly doing well following the revision procedure.